Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was returned for evaluation. The visual inspection and functional investigation did not confirm the reported critical error and immediate shutdown of the system where the blueman on the console appears. The software files were downloaded from the device and provided for investigation. The boot logs associated with caseid: (B)(4) were reviewed by software engineering. There was an error when creating the case (as reported), however, whether it was a critical error could not be confirmed because the logs had been corrupted. There were two instances of the cori shutdown, confirming the complaint. Although not confirmed the most likely cause of the reported critical error message when selecting a new case is an occurrence of a known software issue. The most likely cause of the abrupt cori shutdown is also a likely occurrence of another known software issue. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori tka procedure, with the system powered on and on the home screen, as "new case" was selected, the system briefly showed a critical error message and immediately shut down on its own. It was powered down and turned back on to see the image of the blue "service" icon. It was powered down once more, and re-started the system and was able to move on to the case entry. There was a delay of less than 30 minutes. No other complications were reported.